Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that actuation failure of the probe occurred during surgery. The condition of aspiration is unknown. The product was replaced and the procedure was completed. There was no patient harm.

Manufacturer narrative:
One opened probe was received for evaluation. At the time of receipt, it was noted that the aspiration tubing of the probe was kinked; this is unrelated to the reported event. The returned sample was visually inspected and was found non-conforming with the needle bent at the stiffener. The sample was then functionally tested for actuation, aspiration, and cut. The sample was found to be conforming for aspiration and was non-conforming for actuation and cut. The probe was disassembled and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The extension pulled out of the coupling. No presence of adhesive was observed on the extension. The inner cutter was observed to be bent. Gouge marks were observed at the bend area and several other locations of the inner cutter. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. The complaint evaluation does confirm the probe has an actuation issue, and also indicated that the probe had a cut issue. The primary root cause for the actuation and cut non-conformances is due to the separation of components within the probe. It appears that during use in surgery the adhesive bond failed, causing the extension to detach from the coupling. A secondary contributing factor to the actuation and cut issues is the bent needle and bent inner cutter. A bent inner cutter can impede the movement of the cutter shaft. This interference is present as observed from visual condition of the inner cutter. The exact root cause of the bent needle and inner cutter cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site including use during surgery. An internal investigation was completed and identified areas to implement additional process controls within the manufacturing process to reduce the frequency of probe complaints for detachments of the extension from the coupling. An exact root cause for the bent needle and the bent inner cutter was not determined from this evaluation, therefore, no specific action with regards to the bent needle and inner cutter was taken by the manufacturing site. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed for this reported event.